Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the investigation identified the device is unable to assemble with mating device. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Added: concomitant medical products. Corrected: device evaluated by MFR.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Portion of femoral cutting guide is worn and doesn¿t hold guide together and the piece dropped on the floor.